Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. During case review planning, it was discussed the annular and lvot calcium burden. The patient's perimeter derived was 22.1mm and the minimum on the annulus measured at 19.8mm. During the procedure, the patient was properly prepped, accessed was obtained, and a successful a pre-bav was carried out with a 20mm non-abbott balloon. The navitor device was then inserted and deployed to 80% in cusp overlap view. The depth was 4mm on the ncc and 5mm on the lcc. The decision was made to fully deploy the valve. The deployment was successful with all three retainer tabs detaching. The final dept of implant was 4mm on the ncc and 4.5mm on the lcc. It was noted via aortogram that the patient had moderate pvl. The physician began prepping a 22mm non-abbott, during with time the patients blood pressure began dropping. The physician took another aortogram to assess potential causes of hypotension. It was noted via tte that the patient had pericardial effusion. Anesthesia was supporting the blood pressure while simultaneously converting from mac sedation to general. The physician performed a pericardiocentesis, during which the patients blood pressure was around 40-50 systolic. The drain was successfully placed and blood was pulled as the blood and anesthesia were rapidly reinfused into the patient. The patient stabilized and a further tte was performed to find the source of the bleed. The patient was stable for several minutes, then again became hypotensive. Again, the patient stabilized; but once more became hypotensive. During this all, the groins were assessed via dsa, along with re-assessing the aortic valve and the aortic root. A pigtail was placed in the left ventricle and an lv gram was performed. The physician noted an area of contrast just outside of the left coronary cusp of the valve frame in which he believed to be an annular rupture. It was also noted that the valve looked to have expanded more, as the previously noted moderate pvl was no longer present. No further care could be performed to treat the issue. The patient ended up passing away due to annular rupture. The physician believes that it was due to the patients anatomy and that the pre-bav broke the calcium and then a mix of the navitor valve¿s nitinol expanding, and hypertensive episodes caused by anesthesia made the potential small tear or rupture worse.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 03 jun. 2025, a 25mm navitor valve was selected for implant. During case review planning, it was discussed the annular and lvot calcium burden. The patient's perimeter derived was 22.1mm and the minimum on the annulus measured at 19.8mm. During the procedure, the patient was properly prepped, accessed was obtained, and a successful a pre-bav was carried out with a 20mm non-abbott balloon. The navitor device was then inserted and deployed to 80% in cusp overlap view. The depth was 4mm on the ncc and 5mm on the lcc. The decision was made to fully deploy the valve. The deployment was successful with all three retainer tabs detaching. The final dept of implant was 4mm on the ncc and 4.5mm on the lcc. It was noted via aortogram that the patient had moderate pvl. The physician began prepping a 22mm non-abbott, during with time the patients blood pressure began dropping. The physician took another aortogram to assess potential causes of hypotension. It was noted via tte that the patient had pericardial effusion. Anesthesia was supporting the blood pressure while simultaneously converting from mac sedation to general. The physician performed a pericardiocentesis, during which the the patients blood pressure was around 40-50 systolic. The drain was successfully placed and blood was pulled as the blood and anesthesia were rapidly reinfused into the patient. The patient stabilized and a further tte was performed to find the source of the bleed. The patient was stable for several minutes, then again became hypotensive. Again, the patient stabilized; but once more became hypotensive. During this all, the groins were assessed via dsa, along with re-assessing the aortic valve and the aortic root. A pigtail was placed in the left ventricle and an lv gram was performed. The physician noted an area of contrast just outside of the left coronary cusp of the valve frame in which he believed to be an annular rupture. It was also noted that the valve looked to have expanded more, as the previously noted moderate pvl was no longer present. No further care could be performed to treat the issue. The patient ended up passing away due to annular rupture. The physician believes that it was due to the patients anatomy and that the pre-bav broke the calcium and then a mix of the navitor valve¿s nitinol expanding, and hypertensive episodes caused by anesthesia made the potential small tear or rupture worse.

Manufacturer narrative:
An event of moderate perivalvular leak (pvl), pericardial effusion, hypotension, and annular rupture leading to patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and medical review, the cause of the reported pvl could not be conclusively determined. The cause of the hypotension is likely a cascading effect of the reported pericardial effusion. The cause of the reported pericardial effusion could not be conclusively determined. The cause of the reported death is likely related to annular rupture. The cause of the annular rupture likely related to a combination of procedural (pre-implant balloon valvuloplasty) and patient (calcification) conditions. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed and the converting from monitored anesthesia care (mac) sedation to general anesthesia. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.